Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The shorted transistor and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the defective charger. Device evaluation of battery 86407387 was completed at the distributor. The reported problem (contaminated battery contacts) was confirmed. The contamination was cleaned off at the distributor and battery was able to pass functional testing. It is not clear if this contamination caused reported issues in the field. Battery was examined further and no internal or further contamination was found. Reporting out of an abundance of caution. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the defective battery.

Event description:
A us distributor reported that a patient's battery charger was unable to recognize/charge a battery pack and there was contamination seen on the battery connectors.